Manufacturer narrative:
This report is retracted because two vbx devices were used during the same procedure. Only one vbx device was broken inside the patient, according to our engineering evaluation. Per internal procedure, only one vbx device complaint is reportable. See manufacturer report # 2017233-2024-05101 for the reportable complaint on one vbx device. Both of the vbx devices were of the same size. Therefore, we were unable to determine which device was involved with the reportable complaint.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent treatment for an aneurysm originating from a prior medtronic endovascular graft. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used. It was reported that the physician extended the graft by using two vbx devices via kissing stent technique where one vbx device was placed in the right internal iliac artery and the other vbx device was placed in the right external iliac artery (unknown which was place where). One vbx device had axillary access using a 90cm 8fr destination¿ guiding sheath and the other vbx device had a right common femoral access site using a 45cm terumo destination¿ guiding sheath. Both sheaths were used with a boston scientific amplatz guidewire. When the physician was advancing the vbx device that had the axillary access, they met with some resistance. They did a negative pull back to ease with the advancement, however, resistance remained the same. Reportedly, there was no post dilation done on either vbx device. When, the physician was ready to remove the balloons, they first deflated the balloons but experienced a lot of resistance when trying to pin and pull out the sheath. The vbx balloon catheter with axillary access snapped completely inside in the sheath within 30 seconds of pulling out and the one with the common femoral access also stretched and snapped as well. Both balloons were fully contained within their sheaths. The balloons did not come off the catheters and still remained attached on the piece that separated. There were no fragments left inside the patient. It was reported there was no impact to the patient.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.